Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The sutures were returned off the device with no visible defect. The anchor is broken. The broken piece was not returned. A functional evaluation was not performed on the returned device due to the broken anchor. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy the healicoil suture broke. The procedure was completed using a back-up device. The back up device was used in the originally drilled bone hole and the insertion site was cleared of all debris prior to the insertion. There was no delay, no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).